Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with minor scratched lcd window and cracked keypad overlay. After battery installation unit gave an unexpected white/black partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.